Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products /ultrapro hernia system involved caused and /or contributed to the adverse events described in the article, specifically: urinary retention, testicular atrophy, superficial wound infection, hematoma/seroma, chronic inguinal pain, hernia recurrences? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used ultrapro hernia system? Journal article: topic: inguinal hernia ¿ recurrences: incidence, approach, follow-up citation: hernia 2015; suppl 2:s195-340. Presentation title: trans-inguinal posterior prosthetic repair (tipp) for recurrent groin hernia. Presentor/author: y.c. Wang, c.s. Huang. Country: taiwan.

Event description:
It was reported in a journal article that the patient underwent a recurrent inguinal hernia repair procedure by tipp technique on unknown date between 2001 and 2013 and the mesh was implanted. Following the procedure, the patient possibly experienced urinary retention, testicular atrophy, superficial wound infection, hematoma/seroma, chronic pain and recurrence. Additional information has been requested.